Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 power entry module . The sample was dropped off by the field service agent. Visual inspection of the power entry module was performed and found that the v-lock was broken. No other abnormality was noted. Two known good fuses were installed into the power entry module. The power entry module was then installed into a known good ac3 for functional testing. A known good power cord was inserted into the power entry module. The connection between power entry module and power cord was not tightly secure due to the damage on v-lock mechanism of the power cord; however, the pump was powered up successfully with no issue. The power cord was able to be removed without engaging the unlocking mechanism on the power cord. The power cord was reinserted into the power entry module. Pumping was initiated. The pump left to run for over 2 hours with no issue. The reported complaint of "pump shut off" is confirmed. A damaged v-lock mechanism on the front side of the power entry module was noted upon return of the device. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damage on v-lock mechanism of the power entry module. The root cause is undetermined; however, a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "pump shut off during transport". Additional information states that another pump was not used. No patient injury or consequence reported. The patient's current condition is reported as "fine".